Event description:
On (B) (6), 2010, the lay user/patient's sister contacted lifescan (lfs) alleging that several of lfs onetouch meters (name of devices are unknown) were reading inaccurately low compared to the patient's feelings. The medical surveillance specialist (mss) was able to reach the lay user/patient by phone; however, the lay user/patient declined to go through follow-up questions. The mss spoke with the reporter on (B) (6), 2010, and obtained the following information: the reporter does not recall when the alleged issue first began. The reporter clarified that while the patient was receiving "normal" blood glucose readings with the subject meters (date and time not known), the patient was also experiencing symptoms of "high blood glucose". The reporter stated that the patient manages his diabetes with insulin (self adjuster); however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. The reporter assumes that the patient would administer his insulin based on the lfs meter readings. The reporter confirmed that the patient experienced symptoms of itchy skin, feeling irritable, disoriented, had trouble concentrating, and sweating. The reporter clarified that the symptoms were progressive, but was unable to confirm when the symptoms first began. On (B) (6), 2010, the reporter stated, the patient was taken to the hospital because of his ongoing symptoms and excessive vomiting. Reportedly, the patient received a blood glucose reading of over 500 mg/dl with the ER/hospital's meter. The reporter clarified she does not know what type of treatment was administered while the patient was in the ER; however, stated, he was given narcotics for his pain. The reporter confirmed that the patient was hospitalized for several days due to high blood glucose. At the time of troubleshooting, the cca noted that the reporter does not know what type of meter the patient is using. In addition, the cca noted that the reporter was alleging the same issue with several of lfs meters; however, does not have the meters available at the time of the call. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.